Event description:
Report for pt 1 of 4: a 1.4 inr with protime system vs 2.3 inr with unspecified lab system. Pt therapeutic inr range: 2.5 - 3.5. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. Manufacturer method: no product returned from user facility. Manufacturer results: customer complaint could not be confirmed.